Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred when the customer was filling the tubing to self troubleshoot occlusion issue. Cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus. The bolus completed successfully.cts informed the caller that iob will be affected. The customer was able to successfully load a cartridge and resume insulin therapy.there was no adverse impact to the customer¿s blood glucose level.